Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and improper handling, which are both user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking components and cable/cord/wiring were damaged and the bearings were corroded on the motor device. It was further determined that the device failed pretest for hand control assessment, hand piece temperature assessment, air pump assessment, noise assessment and safety assessment. It was noted in the service order that the device was not rotating and the hose was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.